Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified signs of being in vivo. Both poly box and hinge post was fractured. Device was submitted for further analysis. Analysis determined of hinge post are consistent with fatigue culminating in bending overload. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the initial and revision surgery. During the follow-up on (B)(6) 2021, the patient experiencing pop noise. Left revision hinge tka, no apparent loosening, no lysis, no radiolucent lines, the hinge post is transected at the bearing junction, anterior dislocation of the knee on the lateral view, severe patella alta. Failure of left tka hardware, likely due to the large poly thickness and patient's large habitus, bmi >45. The complaint is confirmed. A definitive root cause cannot be determined. Per package insert: 87-6204-025-23: fracture, instability is known adverse effect of the system. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g3, g6, h1, h10 additional associated products and mdrs 00585002026 articular surface with segmental hinge post size b 26 mm height lot# 61928040 MDR: 0001822565-2021-01555.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left knee arthroplasty. Subsequently the patient was revised due to the segmental hinge post breaking 3 years after implantation.